Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were exhibiting noise that was oversensed causing pacing inhibition. The device and rv lead were explanted and replaced, and the device follow-up was increased. No additional adverse patient effects were reported.